Event description:
It was reported that a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 97 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the pump was warm to the touch. Despite being in room-temperature conditions. Reportedly, the pump was charging, during the reported event. The customer's blood glucose was 97 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5: h6: (removed 1013 and added 3022). H6: (removed 1013 and added 3022).